Event description:
It was reported that during a cholecystectomy procedure, device locked out at about 30 minutes after started using. Another device was used to complete the case. There was no adverse consequence to the patient.